Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 25, 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:04am on (B)(6). The patient reported obtaining blood glucose readings of between 200-300mg/dl and 328mg/dl on the subject meter. The patient manages their diabetes with a combination of medication, including novalog. The patient reported increasing their usual dose of insulin at 10:58am in response to the alleged high readings. The patient reported developing symptoms of ¿lethargic and bugged eyes¿ around 2 hours later. The patient reported going to the emergency room (ER) where they were treated with IV glucose at 3pm. The patient reported testing their blood glucose on a hospital meter and obtained a reading of 34mg/dl. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution to test the product. Replacement products were sent to the patient. This complaint is being reported because the patient received hcp treatment for hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.